Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had a power up failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse found that pcb, main board was damaged, causing the iabp machine to be inoperable so the fse replaced the iabp main board to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The machine can be used normally.

Event description:
N/a.